Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during a follow up in clinic, oversensing due to noise was noted on the right ventricular (rv) lead resulting in inappropriate low voltage anti-tachycardia pacing therapy. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.